Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2. (In g2: unmark company representative). Additional information added to field d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint fiber broke inside the working channel was confirmed. Based on the results of the investigation, it is likely the fiber broke because of patient difficult anatomy/mishandling by the user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the 150 micron tfl single use fiber broke inside the working channel. The issue occurred during a therapeutic ureteroscopy. The procedure was delated by 2 minutes. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.